Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that, during the surgery, the inner cement pouch was found not sealed: as reported while visual examination, the inner pouch containing the powder was not sealed at certain points. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. One picture was received allowing to confirm the reported event, as it can be seen that the sealing of the inner cement pouch is damaged. The product was returned and lab analysis was performed. The product analysis has shown that the inner cement pouch sealing is opened at the bottom and damaged at the top. In addition, and consequently, the bone cement powder was leaking from this package. Therefore, the reported event was confirmed. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files §(b) and (c). Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that, during the surgery, the inner cement pouch was found not sealed: as reported while visual examination, the inner pouch containing the powder was not sealed at certain points. No adverse event has been reported as a result of the malfunction.